Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2015 as previously reported; the device remains in-situ. This report is filed january 22, 2016. The implanted device remains.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons.